Event description:
A pt reported experiencing inaccurate high results with an ot ii meter. The pt's blood glucose results were 217mg/dl, 146mg/dl. Tests were done <10 mins apart with a difference of 35%. Pt did not experience any adverse events. No further info has been reported.